Manufacturer narrative:
The treatment tip has been requested, but has not been received at the evaluation site.

Event description:
It was reported that thee were several blisters noted on the patient's face at the end of the treatment. The patient was treated with aloe vera gel. The physician examined the patient at least 3 weeks after the treatment and indicated that in his/her opinion there would be some scarring. According to the reporter, there were no system errors or anything unusual observed during the treatment, and the patient did not feel any pain or "strong heat" during the procedure. No ice or heat was applied post procedure, and the patient was no prescribed any medications or treatment.